Event description:
Info from clinical event summary states a pt was implanted with elevate anterior in 2009. Physician reported at her 6 wk f/u visit, she was experiencing "mild stress urinary incontinence." No medical action was taken.